Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the lcb broken, the lcb insertion tube buckle, the air/water nozzle looseness, the cfb insertion tube worn out, the suction channel leak, the ccd drive board leak, the remote control button leak, the brand plate worn out, the lg connector assy leak, and the pve connector leak; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.